Manufacturer narrative:
(B)(4). The sample is reported to be available but it has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) an interlink system continu-flo set in which the proximal end of the stop cock could not be disconnected from the set. This was observed before use when a nurse attempted to disconnect the stopcock in order to connect an unknown component. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection as well as functional tests were performed. Visual inspection revealed crazing and stress marks on the luer of the two piece luer lock. The reported condition was confirmed. The assignable root cause was determined to be manufacturing personnel. As a corrective action, an awareness training was performed for all operators. A batch review was performed on the reported lot with no deviations found.